Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during initial drain. The baxter technical representative (tsr) explained the alarms, had the home patient (hp) end therapy and start over with new supplies. During troubleshooting, the tsr documented that the clamp to one of the unused line was open. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: during follow up, the home patient (hp) confirmed that her health was not impacted or adversely effected after (B)(6) 2012, the date of the event. This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.